Event description:
It was reported that the pump motor had been stalled for a week (3-7 days). It was not known if the motor stall was intermittent. It was reported that the patient experienced a return of symptoms. The patient was experiencing more pain than usual. The cause of the stall was unknown. No troubleshooting was performed. The physician assumed the patient was ready for a new pump. The pump was replaced. The catheter could not be aspirated, and it was chosen not to do a back table prime because of time. The patient was moving around too much, and the revision had to be finished. The patient was told they would have 11-15 hours without drug 12 hours later, and it was noted that they were prepared for that. There was no catheter issue after surgery. It just could not be cleared during the revision. It was reported that the patient was doing well. The device system was used to deliver morphine.

Event description:
Additional information received reported, the cause of the event was an "brupt cessation of medication by motor stall." The physician heard an audible alarm on (B)(6) 2012, due to a motor stall. There was a "spontaneous recovery 25 hours later." The patient heard a second alarm and no motor stall recovery was reported. The patient visited the emergency room 3 times due to withdrawal. The patient recovered with sequelae. It was also noted as of (B)(6) 2012, the patient had not regained baseline pain control.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# j11459r49, serial#, implanted: 2003 (B)(6), explanted: product type catheter; product ID 7495-25, lot#, serial# (B)(4), implanted: 2001 (B)(6), explanted: product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed there was corrosion of the motor gear train.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.